Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular and right atrial leads exhibited over-sensing. The leads were explanted and replaced. The patient's condition before, during and post procedure was stable.

Manufacturer narrative:
Analysis was normal, no anomalies were found.